Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door 3 was jammed. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) replaced the t-board controller and also replaced the drawer controller to resolve the issue with drawer 2.2. The repair was tested using the hardware test application (hta) and passed successfully. The system functioned as intended after the field service engineer repaired the device

Manufacturer narrative:
Additional information: section h imdrf annex codes. The reported issue door 3 is jammed was confirmed by the fse testing and subsequently confirmed in the dchu testing process. According to work order (wo) (B)(4), the field service engineer (fse) replaced the pmc board and drawer controller on 2.2 drawer, performed the hta test successfully and released the customer. During dchu visual inspection: (pn 331392-01) was received with no signs of physical damage, loose components (pn 151630-01) did not present signs of physical, loose components, fluid ingress or missing components. Testing from dchu: use 331392-01 pcba dwr cntlr v1.10/v1 (pn 331392-01) present a failure during hta test, cubies were not detected. Pcba pmc v1.0.6/v0.09bl hh (pn 151630-01) revealed an open fuse (f201). The device was in use for treatment purposes as intended per 21 cfr 820.198(d). After investigation it is determined that the root cause was generated by faulty boards use 331392-01 pcba dwr cntlr v1.10/v1 without a specific failed component and open fuse f201 on pcba pmc v1.0.6/v0.09bl hh which led to circuit instability and ultimately compromised the board's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door 3 was jammed. As per part investigation, it was determined that there was faulty pcba drawer controller board and pcba pmc v1.0.6/v0.09bl hh fuse f201 failed. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es door 3 was jammed. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from the main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this even.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.